Manufacturer narrative:
Additional information: the lesion being treated was non-calcified, non-tortuous with 80% stenosis. A balloon rupture occurred on the first inflation. One inflation was performed prior to the issue occurring with pressure of 4 atm. The device was not moved or repositioned in the lesion while inflated. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device prior to use. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. B7: relevant history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During an angioplasty procedure involving one onyx frontier coronary stent, a balloon rupture occurred. The guidewire was positioned in the lad and crossed the lesion, allowing the stent to be advanced into the correct position. When inflation was initiated, it was observed that the pressure did not increase, and contrast loss was visible in the coronary artery on the monitor. The device was immediately removed, and upon inspection, a ruptured balloon was confirmed, although the stent remained well crimped on the balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with balloon folds intact and the stent positioned between the marker bands per specification and with no damage. Blood was visible in the balloon. A short tear was observed on the balloon material proximal to the stent. The material was jagged and uneven at the tear site. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the balloon tear and the balloon failed to pressurize. A leak was confirmed instead of a burst. No other damage evident to the remainder of the device. Additional information: the lesion being treated was in the left anterior descending (lad) artery. Percutaneous coronary intervention with another drug eluting stent was required to treat the patient's angina. No further patient complications were reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient had angina during the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.